Manufacturer narrative:
The customer's test strips were requested for investigation and a replacement product was sent to the customer. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Section e3: occupation is patient/consumer.

Event description:
It was alleged that a patient received a questionable result when testing with a coaguchek xs meter (serial number unknown). At 7:20 a.m., a sample from the patient was tested using the meter, resulting in a value of 2.3 inr. At 7:50 a.m., a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 1.7 inr. The patient's therapeutic range is 2.0 - 3.0 inr.

Manufacturer narrative:
The returned test strips were measured on reference meters with a high level control sample. Testing results (qc range = 2.6 - 3.2): qc measurement 1 = 2.9 inr qc measurement 2 = 2.9 inr qc measurement 3 = 2.9 inr all inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Returned customer material and retention material comply with the specification. Medwatch fields d9 and h3 have been updated.